Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced low blood glucose level. The customer¿s blood glucose level was 2.7 mmol/l at the time of the incident. Customer stated insulin pump stopped working and also stopped responding with the button press. Customer stated they did not press a button down for 3 minutes or longer. It was also reported that the insulin pump had failed battery alarm and it was exposed to a change in altitude. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.